Manufacturer narrative:
Correction: the patient is reported to be alive with no further injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device became stuck when it was pulled and then it detached when it was pulled with force. At the time of detachment, the wire was inserted, the telescope was not being used with another device. The detached telescope tip was retrieved using the balloon that was originally used. The balloon was advanced to the tip of the detached tip and expansion was performed, the tip was pulled and retrieved. It is unknown if the device was kinked and re straightened as this movement could not be seen through fluoroscopy and it could not be confirmed. Lot number updated to leur scan match. Image review: five images were received for analysis. A kink was observed to the push-member of the device. The detached tip was visible in the overhead image provided. An image of the leur confirmed this device was a 6fr device. No deformation evident to the on-ramp of the device. Detachment of the tip evident, inner coil exposed, stretching of the distal bond material evident. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device returned with a detachment to the distal section of the lumen, immediately proximal to the distal marker band. A detached tip returned also. The markerband appears to remain encapsulated within the tip material. Stretching is evident to the distal bond material and inner coil is exposed. Material at the detachment site appears stretched and jagged on both sides. No deformation was evident to the entry port. No deformation was evident to the on-ramp. The inner lumen could not be verified to 0.0540 inches due to the presence of dried hardened blood in the lumen of the telescope gec. Correction: facility name and address provided in english fdc and fdm codes added. Section g all manufacturers contact updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a telescope guide extension catheter to treat a mildly tortuous, severely calcified lesion with 99% stenosis in the left anterior descending (lad) artery. There was no damage noted to the device packaging. The device was removed from the packaging per IFU with no issues noted. The device was inspected with no issues noted. The device was prepped per IFU with no issues noted. Resistance was encountered when advancing the device. Excessive force was not used. It was reported that a detachment occurred at the tip during removal of the device. The detached part was retrieved by inflating a balloon at the tip of the fragment. The patient was reported to be alive with no injury.